Event description:
It was reported that the ptca/stent procedure was to treat double vessel disease of the circumflex and left anterior descending. The circumflex was treated first with good results. The left anterior descending was then dilated and as a stent was being deployed, the stent delivery system (sds) balloon ruptured; the device was removed from the pt. Another stent was used in the same lesion and was successfully deployed, however, a dissection appeared at the upper edge of the stent. The dissection was treated with an additional stent.